Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin broke, so the ins depleted and the patient experienced headaches. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and occipital neuralgia.